Event description:
Pt with acute lymphoblastic leukemia dx 7/02. Port a cath placed 2002 left side subclavian. Found to have fractured 6 months later with internal end of port in right pulmonary artery. Removed uneventfully by interventional radiology.